Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial covered distal release stent was to be implanted for an airway fistula during a stent placement procedure performed on (B)(6) 2022. During the procedure, after reaching the lesion, the ultraflex tracheobronchial stent was not fully released. Consequently, stent dislodgement occurred. The ultraflex tracheobronchial stent was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Blocks b5, e1 (initial reporter address 2, city, and zip/post code), and h6 (device codes and impact codes) have been updated with additional information received on october 9, 2022, and october 11, 2022. Block h6: imdrf device code a1502 captures the reportable event of ultraflex tracheobronchial stent positioning issue.

Event description:
It was reported to boston scientific corporation on september 15, 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted for an airway fistula during a stent placement procedure performed on (B)(6) 2022. During the procedure, after reaching the lesion, the ultraflex tracheobronchial stent was not fully released. Consequently, stent dislodgement occurred. The ultraflex tracheobronchial stent was removed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 9, 2022, and on (B)(6) 2022 during the procedure, the ultraflex tracheobronchial stent was unable to fully deploy. The ultraflex tracheobronchial stent was partially deployed on the delivery system when it was removed from the patient.